Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that the error message ¿stop ---¿ occurred on the rotaflow console during treatment. The alarm could not be eliminated after restarting the console. The device was replaced with another one without consequences for the patient. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿stop ---¿ occurred on the rotaflow console during treatment. The alarm could not be eliminated after restarting the console. The device was replaced with another one without consequences for the patient. No harm to any person has been reported. The affected rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician and the reported failure "stop ---¿ could be reproduced. The mcp00705057#rfc control board kit (article number 701034051) has been replaced. A functional check was performed and the device is back in use. The reported failure was already investigated by the getinge life-cycle-engineering (lce) and the root cause could be determined as a faulty control of the transistors t3 and t6 by the controller ic23 which lead to the reported failure. Based on the investigation results the reported failure "stop --" could be confirmed. A device history record (DHR) review was performed on 2024-03-13. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.